Manufacturer narrative:
D9 - date returned to mfg: 1 sep 2025. Investigation summary: one (1) used with list # 055-d1000, tego¿ connector was returned for evaluation. As received, the sample was wrapped in tape, the sample was unwrapped and visually inspected finding a seal collapsed / damage. No mating device was returned for evaluation. Although tego was torn, is unknown if this might be related with patient having a positive blood culture for klebsiella pneumoniae. However, complaint of flow issues and seal tearing can be confirmed. The probable cause of obstruction, preventing blood flow, especially in long-term central venous catheters is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego¿ connector was found to have an occlusion during patient use. The reporter stated that they received a complaint from their customer informing them that there was obstruction, preventing blood flow, especially in long-term central venous catheters. The sample is available for evaluation. The patient with a long-term catheter for hemodialysis use had a report of a technical complaint about a tego damaged on (B)(6) 2025. After that, on (B)(6) 2025, the patient had a positive blood culture for klebsiella pneumoniae of the catheter, probably related to the breakage of the barrier. The hospital infection control service reported a bloodstream infection related to the central venous catheter. The event occurred before or during hemodialysis sessions, and the connector needed to be replaced. The hospital infection service was activated to report a healthcare-associated infection associated with the central venous catheter. After the incident, the patient needed to be hospitalized, and finally, the patient was stable.